Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the 8mm fenestrated bipolar forceps instrument's screw got lose. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: a dislodged screw at the instrument tip was reported. There were no missing fragments, and no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the idler pulley broken. One part of the idler pulley and the pin broke off and not returned with the instrument. Components adjacent to the idler pulley do not show thermal damage. The instrument was found to have a derailed grip cable from its normal position at the idler pulley. The instrument failed the intuitive motion test. The derailed grip cable does not move due to increased friction. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.